Manufacturer narrative:
Product complaint # (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported dr (B)(6) ((B)(6) hospital in (B)(6) sent (B)(6) (sr. Sales consultant, (B)(6) images from a six-month follow-up on (B)(6) 2018 that showed a potential collapse of a lordotic concorde lift implant. The implant in question is at the l4-l5 level of a 2-level tlif l4-s1 that was completed in late (B)(6) 2018. Patient is currently experience axial back pain with no radicular pain. No revision surgery is planned as of now, dr (B)(6) plans to monitor the patient for a few more months and go from there. Attached is an image comparing the 2-week follow-up x-ray on (B)(6) 2018 (left) to the 6-month follow-up x-ray on (B)(6) 2018 (right).